Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 65,000 joules of use and 11 minutes, ¿leakage of the internal welding¿ was reported. The procedure was completed using a second fiber. There was ¿no injury to patient¿ reported.

Event description:
It was reported that the fiber had "no more internal connection. The fiber tip (cap) was cleaned during the procedure. A second fiber was used and it had an issue of "leakage of the internal welding" and "no more internal connexion" at 56,000 joules and 8 minutes of use. The fiber tip (cap) was not cleaned during the procedure. A third fiber was used to complete the procedure. This report is for the first fiber.